Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, oversensing and high impedance were noted on the right ventricular (rv) lead. High voltage (hv) therapy was programmed off due to patient condition. The patient was stable with no adverse consequences and will continue to be monitored. Related manufacturer report number: 2938836-2017-31814.